Event description:
Boston scientific received information that after the single chamber pacemaker and this right ventricular (rv) lead were implanted, the patient was recovering in the critical care unit when a pneumothorax was discovered. Surgical intervention was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
The device and lead remain in service without further complications. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.